Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2014. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. The serial read-out of the pump (real time device parameters and setting recording file) was analyzed and no additional relevant information regarding the reported issue was stored in the microcontroller. Based on this information, hardware malfunctions can be ruled out as the root cause of the event. Most likely a temporary deviation of input signals reading occurred and it was enhanced by electrical interference caused by an outside source.

Event description:
See initial report.

Manufacturer narrative:
Livanova deutschland manufactures the centrifugal pump 5 (cp5). The incident occurred in cottingham hull, united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a centrifugal pump 5 (cp5) flashed bright for a few seconds on the control panel instead of showing the flows and pressures as usual, then came back on but it had auto-clamped the arterial line. There was a minimum interruption of the bypass. The rest of the pump was not affected and neither was any other equipment that was plugged in, in the operating room at the time. Customer excluded the use of the centrifugal pump on this s5 system until technical check. The issue occurred during procedure. There was no patient injury.